Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application, with samsung a13/android 13 os, where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an issue with the adc device application (use with samsung a13, android os: 13), in which the customer stated the "phone is not recognizing the sensor". The customer had contact with a healthcare professional who treated customer with insulin (dose/type unknown), and provided customer with a capillary blood glucose meter. The impacted product associated with this complaint is on market in the united states, as well as the following countries ous (outside of us): ae, at, au, be, ca, ch, cz, de, dk, es, fi, fr, gb, gr, hr, il, it, kw, lu, nl, no, nz, pl, pt, qa, sa, se, tw. Field action fa1010-2023 was issued to all impacted countries on 08-feb-2023. There was no report of death or permanent injury associated with this event.